Manufacturer narrative:
Correction to h6; investigation findings, investigation conclusion. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Event description:
As reported by edwards patient support, a call was received from a patient's family member indicating that the patient expired 1 month and 14 days post implant of a 29mm sapien 3 valve in the aortic position. It was indicated the tavr procedure went well, and its further indicated 'the procedure should not have been done in the first place as the patient had weakened heart muscle.' The patient was in ICU after the procedure and experienced 3 heart attacks and remained in ICU for approximately 41 days. The patient expired. Post tavr the patient experienced complete heart block (chb) required a pacemaker. Upon review of medical records, the 29 sapien 3 valve in the aortic position was implanted with 'a very gratifying technical result.' There were no complications reported. The patient was hemodynamically stable although in critical condition. A post-operative echo revealed peak and mean gradients of 3mmhg and 1mmhg with an aortic valve area (ava) of by continuity equation of 2.7 cm2. At two-day post tavr a complete heart block was noted with hemodynamic collapse. Cardiopulmonary resuscitation (CPR) was initiated. A biventricular ICD was placed. Approximately 1 month post tavr an echo (tte) revealed a tavr bioprosthetic is present with leaflets exhibiting normal excursion with no regurgitation or stenosis. The peak and mean gradients of 9mmhg and 6mmhg, with ava of by continuity of 1.7 cm2. After the tavr, the patient developed cardiac arrest post procedure with pea shock liver, gi bleeding, aki and chb. The patient was reported as having a very complicated post-op course. There was report of patient prosthetic mismatch on the post-operative day 1 echo, but the patient prosthetic mismatch was not evident on the follow up echo. The reported patient prosthetic mismatch could be due, in part, because of the cardiac arrest and hemodynamic collapse that same day. The relationship between the time of these two events on the same day are unknown. The exact cause of death was not provided; however, maybe due to patient co-morbidities (ssas and had severe lv global hypokinesis, rv systolic function moderately reduced). The last echo revealed no valve dysfunction. It is more likely the patient expired as a result of their severe co-morbidities as described above. As the last known echo confirmed no valve dysfunction. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient's death. Although no official death certificate was provided it is more likely the patient expired from their advanced age and vast comorbidities as noted above.